Manufacturer narrative:
This serves as a correction report.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated and a new issue was observed. Meter was unable to turn on with button depression and with strip insertion. Upon visual inspection, black markings were observed on the lcd screen. Meter was sent for further investigation and de-cased. Lcd was replaced and meter was able to turn on with button and with strip insertion. A blank screen was no longer observed. The complaint is not confirmed.

Event description:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.